Event description:
Patient representative reported recalled...after the implant patient started to have pain and sensitivity to pressure in breast...patient had physical pain, which had a significant impact on their everyday life ...their gynecologist then discovered enlarged lymph nodes and cysts". Additionally, it was reported "they suffered of depressive stress disorders, anxiety and sleep disorders"; these events are not device related. Device remains implanted. Record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h6.

Event description:
Patient representative reported a patient with recalled implants, pain and sensitivity to pressure in breast, physical pain, enlarged lymph nodes and cysts diagnosed by ultrasound, depressive stress disorders, anxiety and sleep disorders. Device remains implanted. Record relates to the left side.